Event description:
Bayer case number: (B)(4). I have suffered from recurring bleeding between periods/ irregular breakthrough bleeding [bleeding breakthrough], debilitating fatigue in phases [chronic fatigue], this chronic blood loss led to persistent iron deficiency anaemia [anemia from chronic blood loss], sicca syndrome [sicca syndrome], autoimmune disease [autoimmune disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 17-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("I have suffered from recurring bleeding between periods/ irregular breakthrough bleeding"), fatigue ("debilitating fatigue in phases") and iron deficiency anaemia ("this chronic blood loss led to persistent iron deficiency anaemia") in a female patient who had essure inserted (lot no. 029713) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced intermenstrual bleeding (seriousness criterion medically important), fatigue (seriousness criterion medically important) and autoimmune disorder ("autoimmune disease"). In 2018 she experienced sicca syndrome ("sicca syndrome"). On unknown date she experienced iron deficiency anaemia (seriousness criterion medically important). The patient was treated with non-drug therapy (iron infusions). Essure treatment was not changed. At the time of the report, the intermenstrual bleeding, fatigue, iron deficiency anaemia and sicca syndrome had not resolved. The reporter considered autoimmune disorder, fatigue, intermenstrual bleeding, iron deficiency anaemia and sicca syndrome to be related to essure administration. The reporter commented: period of occurrence 10 years searching for medical answers during which no one could explain the cause of my bleeding and the link with the onset of autoimmune disease. Current status of patient: persistent gynecological bleeding since 2015 has resulted in severe chronic anemia, requiring annual outpatient iron infusions. At the same time, I developed sicca syndrome, diagnosed in 2018, the cause of which remains unknown, but which I suspect is linked to the essure implants. Current status: I still suffer from irregular breakthrough bleeding, chronic, debilitating fatigue in phases, and manifestations related to my autoimmune disease. My condition requires regular medical monitoring and treatment for iron deficiency. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). I have suffered from recurring bleeding between periods/ irregular breakthrough bleeding [bleeding breakthrough]. Debilitating fatigue in phases [chronic fatigue]. This chronic blood loss led to persistent iron deficiency anaemia [anemia from chronic blood loss]. Sicca syndrome [sicca syndrome]. Autoimmune disease [autoimmune disorder]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 17-jun-2025. The most recent information was received on 02-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("I have suffered from recurring bleeding between periods/ irregular breakthrough bleeding"), fatigue ("debilitating fatigue in phases") and iron deficiency anaemia ("this chronic blood loss led to persistent iron deficiency anaemia") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced intermenstrual bleeding (seriousness criterion medically important), fatigue (seriousness criterion medically important) and autoimmune disorder ("autoimmune disease"). In 2018 she experienced sicca syndrome ("sicca syndrome"). On unknown date she experienced iron deficiency anaemia (seriousness criterion medically important). The patient was treated with non-drug therapy (iron infusions). Essure treatment was not changed. At the time of the report, the intermenstrual bleeding, fatigue, iron deficiency anaemia and sicca syndrome had not resolved. The reporter considered autoimmune disorder, fatigue, intermenstrual bleeding, iron deficiency anaemia and sicca syndrome to be related to essure administration. The reporter commented: period of occurrence 10 years searching for medical answers during which no one could explain the cause of my bleeding and the link with the onset of autoimmune disease. Current status of patient: persistent gynecological bleeding since 2015 has resulted in severe chronic anemia, requiring annual outpatient iron infusions. At the same time, I developed sicca syndrome, diagnosed in 2018, the cause of which remains unknown, but which I suspect is linked to the essure implants. Current status: I still suffer from irregular breakthrough bleeding, chronic, debilitating fatigue in phases, and manifestations related to my autoimmune disease. My condition requires regular medical monitoring and treatment for iron deficiency. Lot number batch 029713 is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: quality safety evaluation of ptc. Case comments: a not valid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.